Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a low anterior resection, the staples didn't fire on the anterior portion of the anastomosis. A second like stapler was used to complete the procedure. There were no patient consequences reported. The device was discarded.